Event description:
It was reported that the patient presented to the hospital with slow ventricular rate; failure to deliver ventricular tachycardia pacing was observed on the implantable cardioverter defibrillator. Non-sustained right ventricular oversensing episodes were noted, which showed similar behavior where pseudo pseudofusion was observed. Programming modifications were performed successfully. The patient¿s condition was stable.